Event description:
It was reported that a trained physician achieved arteriotomy procedure closure of the common femoral artery after an interventional procedure. After performing click 4 to pull the trigger, the vessel locator wings did not retract. The device was removed with applied force. The device achieved hemostasis. No adverse patient effects. No additional information.

Manufacturer narrative:
Evaluation summary: the returned device was deployed. The vessel locators were still open and two wings were broken. This damage is consistent with the experience of "after performing click 4 to pull the trigger, the vessel locator wings did not retract". The vessel locator button was still engaged with the safety release nut keeping the wings open. The safety release rod was captured and pulled forward by the pusher block during clip deployment. The rod was pulled out of the nut, causing the locator button to continue holding the wing open. The root cause for the safety release rod to nut dis-bond is determined to be a manufacturing / inspection defect. Review of the device history record (DHR) for this device did not produce any findings relevant to this investigation.